Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not staple. It was stated that few staples were able to put in place, but the tacker got blistered making it impossible to continue the staple. Surgical time was extended more than thirty minutes lengthening the intervention time. Another device was used to complete the case. There was no patient injury.